Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell and that it damaged their ins, and resulted in stimulation going 'directly to their heart.' The patient stated that they 'had to reposition it' but that they caught an infection due to contamination. The infection went through their spine and up into their brain and so they had the system explanted on (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported the cause of the change in stimulation following the fall in 2016 was the all backwards on the ceramic tile cause damage to the unit and the stimulation. The patient stated the steps taken to resolve the infection in 2016 was they were given the strongest antibiotic on the market in 84 infusion over a six week period. The patient noted they assume the infection came from the surgery and it was not from sequela. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.